Event description:
It was reported that the maryland bipolar forceps instrument was dropped out of its sterile wrapper, and, upon inspection, the tips were found to be broken and the instrument was unusable. The instrument was then removed from use and replaced. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: no pieces fell into the patient. Patient hasn't returned/needed to come back to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken molded insulator on the upper jaw. The broken piece measures approximately 1.97mm x 9.20mm, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.